Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was confirmed with fluoro image to be pulled back into the main coronary sinus. The patient had been checked previously and loss of capture (loc) was observed at max output. Since the right ventricular (rv) lead is stable, the device was reprogrammed to rv lead only. Far field atrial flutter signals were sensed at the lv lead, likely due to the electrode being pulled back, therefore the lv sensing was turned off. The patient is pacing dependent, so the device was also reprogrammed for the lv lead issue to not affect the patient. The field representative indicated that there are currently no plans to revise the lv lead, and that physician is prioritizing getting the patient back into sinus rhythm. It was concluded that far field signals were more likely due to the lead pulling back rather than a lead integrity or short issue. The lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was confirmed with fluoro image to be pulled back into the main coronary sinus. The patient had been checked previously and loss of capture (loc) was observed at max output. Since the right ventricular (rv) lead is stable, the device was reprogrammed to rv lead only. Far field atrial flutter signals were sensed at the lv lead, likely due to the electrode being pulled back, therefore the lv sensing was turned off. The patient is pacing dependent, so the device was also reprogrammed for the lv lead issue to not affect the patient. The field representative indicated that there are currently no plans to revise the lv lead, and that physician is prioritizing getting the patient back into sinus rhythm. It was concluded that far field signals were more likely due to the lead pulling back rather than a lead integrity or short issue. The lv lead has been explanted and returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this left ventricular (lv) lead was confirmed with fluoro image to be pulled back into the main coronary sinus. The patient had been checked previously and loss of capture (loc) was observed at max output. Since the right ventricular (rv) lead is stable, the device was reprogrammed to rv lead only. Far field atrial flutter signals were sensed at the lv lead, likely due to the electrode being pulled back, therefore the lv sensing was turned off. The patient is pacing dependent, so the device was also reprogrammed for the lv lead issue to not affect the patient. The field representative indicated that there are currently no plans to revise the lv lead, and that physician is prioritizing getting the patient back into sinus rhythm. It was concluded that far field signals were more likely due to the lead pulling back rather than a lead integrity or short issue. The lv lead has been explanted and returned for analysis at this time. No additional adverse patient effects were reported. The device has been analyzed.